Event description:
Info received indicates that during rvad the unit showed cracks in the housing and partial detachment of the bottom plate resulting in blood leak. The device was changed-out during the case with no affect to the pt.